Event description:
It was reported that while cutting a padded cast from an ankle, the cast cutter blade broke. It was also reported that there was no pt or user injury and there was no delay to surgery.

Manufacturer narrative:
The cast cutter blade associated with this event was returned to the MFR for eval. It was visually confirmed that the blade was broken. The returned blade was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is undetermined.